Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: investigation is based on event description only. It was reported that the filter would not deploy, but after releasing the back tension the filter deployed in a tilted position. The introducer system could not be obtained and without the actual complaint device, it would be inappropriate to speculate at what may or may not have caused the reported difficulties in deploying the filter from the jugular introducer. However, it is reported that the filter was deployed in a tilted position after releasing the back tension and the instructions for use caution that excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated and based on this information the deployment difficulties as well as the tilt is considered procedurally related. It is noted that the tilted filter was recaptured and redeployed in the target area without any harm to the patient. The work order for the complaint device is complete and correct, with no evidence to suggest that the device was not manufactured according to specifications. And nothing indicates that the device did not perform as intended. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. G5) k172557. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the filter did not deploy as intended, but once some tension was released, the filter deployed; however, it deployed with a tilt. The filter was recaptured with a vena cava filter retrieval set and immediately redeployed in the (B)(6) area. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.